Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer fascia was caught on the bottom and was causing the drawer to stick closed. A field service engineer adjusted the drawer rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer failed to open, which prevented users from accessing all medications in drawer. The customer stated that the malfunction occurred when user trying to issue medication for the patient. However, there was no delay in patient care or harm reported. There were no adverse events or injuries reported based on this event.